Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the date and resumed insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.